Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the foreign matter inside two bd ultra-fine¿ insulin syringe was seen when drawing medication. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿fm was found in the syringe when drawing the drug.¿

Manufacturer narrative:
Investigation: customer returned (2) loose 1/2cc, 12.7mm syringes, each filled with approximately 6 units of a clear liquid in the barrel. Customer states that fm was found in the syringe when drawing the drug. Both returned syringes were examined and one sample exhibited dark material on the outer surface of the barrel. A small portion of this material was removed from the barrel and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely ink. CAPA 162566 was initiated to address such issues at this time. Unable to perform DHR check due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements.

Event description:
It was reported that the foreign matter inside two bd ultra-fine¿ insulin syringe was seen when drawing medication foreign complaints the following information was provided by the initial reporter, translated from japanese to english: ¿ fm was found in the syringe when drawing the drug. ¿